Event description:
The facility representative reported an infuso.r. Pump with a condition of "medication does not go into the patient." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that medication does not go into patient was confirmed but not reproduced during product evaluation. This condition was due to a damaged pusher block assembly. The pusher block assembly and syringe holder were replaced to fix the reported condition.